Event description:
The reporter noted ¿there was a surgery with the result of a broken pip implant today¿ no further info was provided. Add¿l info was requested by integra.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.